Manufacturer narrative:
This event will be upload once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, stem migration due to stem loosening. (Right hip). Resulting in a device replacement with no mpo device.

Manufacturer narrative:
Updated explant date, patient and initial reporter information.